Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that she received a button error that she was not able to clear o nher insulin pump. Her blood glucose was 129 mg/dl. She stated she received the button error alarm due to moisture and believed this occurrence was due to humidity. The customer had reverted to injections. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.